Event description:
I am writing to inform you of an adverse event that occurred with the 3 pieces uu - 50 ml - embout luer lock - plastipak syringes ref (B)(4), batch numbers 2407128 and 2410031: when filling fluorouracil syringes, we noticed a large deposit of lubricant on the tip of the 50ml syringe. 1. Was the device being used in/on patient when the issue occurred? "No, during the preparation of chemotherapy." 2. Was patient or user harmed? If yes, please explain "no, change of syringes." 3. Was the hcp present when the issue occurred? "Yes, chemotherapy preparers." 4. Was additional medical intervention/medication required? If yes, please explain ."no." 5. Could you please provide a date of event? "27/12." 6. Please confirm the number of products affected. 7. Have any other actions been taken? Destruction of remaining batches of syringes."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 2407128, batch creation date: 2024-07-29, batch expiration date: 2029-06-30, full UDI: (B)(4).

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and two physical samples, one from each reported lot, were provided to our quality team for investigation. Through visual inspection, silicone can be observed within both syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407128 and 2410031 and were found to be within specification. The returned samples underwent these same tests and found the sample results from lot 2407128 were slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. The results of the sample from lot 2410031 were found to be within specification, no excess of silicone was identified. A device history review was performed for the reported lots 2407128 and 2410031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident, all production and quality processes were verified to have been completed without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. As the product from lot 2407128 was slightly above specification, six retained samples from this lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Silicone can be visible due to poor distribution. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the one syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.